Event description:
Event: (cc# 97-01550) the pt was extremely critical and had a ptca stent, and bypass surgery. The iab was removed on 12/13/1997. The iab did not malfunction. The contact stated that the pt became ischemic on 12/17/1997 and had a knee amputation. The pt went on to expire on 12/22/1997. The contact stated that the pt's death was not attributed to the event. On 1/28/1998, datascope received the following info: the iab was inserted into the pt on 12/12/1997 at 1:00 p.m. On 12/13/1997 at 11:00 a.m. The iab was removed. The pt has severe bleeding and a transfusion was required. The pt had a thrombosis, removal was required and the pt had a amputation. [Event complications]: ischemia/knee amputation-rpt'd 12/16/1997;bleeding-rpt'd 1/28/1998 [pt's current status]: expired-rpt'd 12/22/1997.